Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pain outcome was unknown. The reporter considered pain to be related to essure. The reporter commented: patinet had need for additiional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and genital haemorrhage ("I was bleeding more after the essure than before I goth the essure and I was having more and more complications") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". The patient's past medical history included migraine, headache, weight gain, tubal ligation and hyperthyroidism. Concomitant products included propranolol since 2009. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping"), weight increased ("weight gain/loss: weight gain"), fatigue ("fatigue,"), migraine ("migraines/headaches,"), headache ("migraines/headaches,"), back pain ("back pain") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure in (B)(6) 2016) and surgery (ablation). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, migraine, back pain and genital haemorrhage had resolved and the dyspareunia, bladder disorder, urinary tract disorder, dysmenorrhoea, weight increased and headache outcome was unknown. The reporter considered back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2014: leiomyomatous uterus; on (B)(6) 2016: not reported . Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs+mr received: events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, migraines/headaches, pain, weight gain/loss: weight gain, essure confirmation test(s) conducted: no were added. Historical condition, concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.